Event description:
According to the customer, he applied the bandage to a burn on his leg and after "4 hours" the area started to become "irritated, burn, and itch".

Manufacturer narrative:
According to the customer, he applied the bandage to a burn on his leg and after "4 hours" the area started to become "irritated, burn, and itch". The customer reported when he removed the bandage it "tore off his skin" where the adhesive was, and the area with the antibacterial pad caused "irritation and redness". The customer reported he went to an urgent care facility where he was diagnosed with an infection and prescribed "k-flex", an antibiotic medication. The customer reported this incident caused him to miss "4 days" of work. The customer reported he has no history of adverse reactions with bandages or adhesives. The customer reported after discontinuing the use of the bandage and taking the prescribed medication the infection is now "healed". It has been determined that the reported event caused or contributed to serious injury. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.